Event description:
Patient presented to the physician with the ipg mobile and flipping in the pocket causing pain and pain at the chin. Physician brought the patient into the or and removed the entire inspire system.